Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the magic3 hydro intermittent catheters did have the lubricant and there were some missing the catheter in the package.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "lack / incorrect instructions for loading components to cavity. Lack of operator training". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some of the magic3 hydro intermittent catheters did have the lubricant and there were some missing the catheter in the package.